Event description:
The account alleged the head section will not rise. The account replaced the manifold less than a year ago.

Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed.